Event description:
It was reported to covidien on (B) (6) 2009 that a customer had an issue with a peritoneal dialysis catheter. The customer reports, two weeks ago the pt developed a hole in the pd catheter, at the point where the adapter is inserted into the catheter. Pt developed peritonitis which required antibiotic therapy.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.